Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 07-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that last week patient could not feel her system working no matter how high she turned it up. Patient stated a return of her old pain. Patient stated she was in a car accident around (B)(6) 2020 and that was around the same time the pain came back. Rep met with patient today and interrogated the system. Interrogation showed high impedances on electrode 3 and 8-15. The rep was able to program around all of the high impedances and use the electrodes that were working and was able to cover the patients painful areas and patient was very satisfied. Issue was resolved.